Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the rigid video scope displayed error e226, error e228. And had a leakage. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure 'error 216' was confirmed but olympus was not able to confirm the reported failure 'leakage'. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle of the video cable section is broken, light transmission is lost or too low. Based on the results of the investigation, it is likely that the customer's report of an 'error 216' was due to the video cable is broken. However, a definitive root cause could not be established. Based on the results of the investigation, the malfunction identified during the device evaluation "light transmission is lost or too low" was due to a light guide bundle of the video cable section is broken. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.